Manufacturer narrative:
Device is a combination product.

Event description:
(B)(4) study. It was reported that vessel dissection occurred. In (B)(6) 2018, the patient was referred for cardiac catheterization. Subsequently, the index procedure was performed. The target lesion was located in the distal right coronary artery (rca) with 90% stenosis and was 40mm long with a reference vessel diameter of 2.5mm. The target lesion was treated with pre-dilatation and placement of a 2.50 x 48mm study stent. Post deployment of the study stent, there was a grade e dissection noted in the proximal to the target lesion which was treated with the placement of a non-study stent. Following post-dilatation, 0% residual stenosis with timi 3 flow was noted. On the next day, the patient was discharged on dual antiplatelet therapy.